Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal sts plus carrier tube assembly and bypass tube was returned for evaluation. No other accessory components were returned. The carrier tube assembly was subjected to visual inspection. No anomalies such as deformation to the anchor, bypass tube, or tubing were noted. The collagen had expanded. The bypass tube was attempted to be inserted onto the carrier tube assembly and could not be inserted. The distal inner diameter of the bypass tube was measured, and the proximal inner diameter of the bypass tube was measured, all measurements were within manufacturer specification. No anomalies such as deformation were noted with the anchor, bypass tube, and tubing. The collagen had expanded as it was likely exposed to moisture, and the bypass tube could not be reinserted over the carrier tube assembly to perform functional testing. There is no evidence that this event was related to a device defect or malfunction. Past complaint history has shown that if the polyfoil pouch is not opened completely per the IFU then the bypass tube can dislodge. However, as the polyfoil pouch was not returned, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place, and there was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was cas (carotid artery stenting). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. There were no other devices or equipment used with the above product. There was no blood loss, and there was no health damage for patient.